Event description:
Healthcare professional providing MRI report showing "thin peri-implant liquid sheet" and ¿cysts smaller than 0.5 cm¿. Device remains implanted. This relates to the right device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "thin peri-implant liquid sheet" (captured as seroma) and capsular contracture, baker grade unknown. The report of cysts has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6(b), h6.